Manufacturer narrative:
Other text: h6) additional information was received indicating that there was no patient injury. One cadd legacy plus pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be downloaded. To further investigate, the device was powered up, and alarmed ec1210 which is a corruption of the memory of the circuit board. The issue was confirmed and determined to be caused by the circuit board. The circuit board was replaced. No further actions reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error when batteries were inserted. No adverse effects were reported.